Event description:
Same case as 6000093-2007-02225. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and a death occurred. The initial procedure occurred in 2007. The physician placed 2 taxus express2 drug eluting stents, a 3.0x16mm and a 3.0x12mm, to the proximal and ostial left anterior descending (lad) artery. No pt complications were reported. Three days post procedure, the pt presented with chest pain and was taken to the catheterization lab emergently. Both previously implanted taxus stents were 100% occluded with thrombosis. Balloon angioplasty was performed, unknown type and size balloon. With great difficulty the physician was able to re-open the stents with the help of a second wire. An intra-aortic balloon pump (iabp) was inserted and the pt's status was noted as good. No dissection was noted and timi iii flow was achieved. The pt remained in the hosp complying with prescribed medications. Two days post this procedure another catheterization was performed and the stents were patent. Ten days post the initial procedure, the pt died. The cause of death is unknown. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.